Event description:
Patient was in or for revision total knee. The plastic knee spacer was broken while trialing the knee. Both pieces were retrieved and obviously complete. X-ray was taken and read by radiology per hospital policy, no unwanted foreign body seen, device sequestered in orthopedic manager's office.